Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2023 and barbed suture was used. The patient had simple post-operative and normal refeeds. The patient was hospitalized on (B)(6) 2023 for occlusion of the small intestine and intraperitoneal effusion. Resumption of median laparotomy, very important adhesion of the transverse colonic loop under the median due to the barbed suture used during the first operation. The obstacle seems to be the adhesion on the colonic loop below the median. Digestive pain, decision on colonic resection. The surgeon opines that the barbed suture should not be used for closing the peritoneum. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm that a reoperation was performed on (B)(6) 2023? Were adhesions confirmed during the re-operation on (B)(6) 2023? Were there any adhesions during the initial procedure on (B)(6) 2023? What is the alleged deficiency of the stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Can you describe the appearance of the stratafix suture during second procedure, if applicable? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.